Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one month post implant, the physician requested copies of induction episodes at which time, the information was not retrievable. Technical services was contacted and assisted, commenting the missing information was due to a telemetry loss during the testing process. No adverse effects were reported and to date, the device remains implanted and in service.